Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One ar-9676 was received for investigation. The reamer ar-9676 was received stuck inside ar-9597-20. The shoulder of the ar-9676 is sitting flush against the sleeve of ar-9597-20; because the devices were stuck, it was not possible to measure the od of the reamer. Visual evaluation found scratches and marks close to the connector. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On 4/18/2023 it was reported by a sales representative via sems that an ar-9597-20 angled reamer sleeve and an ar-9676 angled reamer driver shaft had an issue. The two instruments were welded together during an rtsa with an augmented baseplate procedure on (B)(6) 2023. The surgeon noticed this issue after finishing the initial ream and was about to start on the second attempt. When attempting to pull back on the reamer, it was seen that the two pieces were heat welded together. The case was completed successfully by opening another tray and finishing without incident with nothing breaking inside the patient. This was discovered during use, with no patient harm.